Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The visual inspection performed as part of the manufacturing evaluation indicated the device was returned with the reduction insert broken. One of the eight tabs was broken off. No other obvious damage was found the measurable dimensions were within print specification. One tab is missing, however the evaluation on the remaining repetitive features indicates the product was manufactured to print specifications. The product evaluation determined that improper assembly (insert not fully seated) by the operating room staff likely caused the reduction insert to see excessive loading in the region of failure. The product is being redesigned to prevent the black plastic insert on the back of the threaded persuader from bending inward. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Account complained to the sales consultant that one of the teeth on the black plastic insert on the back of the threaded persuader was bent inward and when an attempt was made to straighten it the tooth broke off. Event occurred prior to a procedure. This is 1 of 1 reports for this event, (B)(4).